Manufacturer narrative:
The device involved in the incident was not returned for evaluation. A video was provided that shows a lumen leak that appears to be just proximal to the cuff. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. The instructions for use (IFU) contains the following warning: do not use sharp instruments near the extension tubing or catheter lumen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During dialysis catheter was not functioning and a leak was noted. After removal a leak was noted proximal to the cuff.